Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a power source alert occurred. Additionally, an occlusion alarm occurred followed by a malfunction alarm. During troubleshooting with tandem technical support, the pump was reset to clear each alert and alarm, and insulin delivery was resumed successfully. Customer¿s blood glucose level was between 200-300mg/dl.